Event description:
Ethicon articulating endoscopic linear cutter stapler device cutting mechanism failed to advance fully with two devices. Cutting mechanism only advanced partially in both devices. No harm to pt occurred.